Event description:
It was reported that the patient had her action device removed due to infection. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Cuff catalog #: 72401958; exp. Date: 2/18/2009; serial#: (B)(4); mfg date: 2/2004. Cuff catalog #: 72401960; exp. Date: 6/22/2009; serial#: (B)(4); mfg date: 6/2004. Pump catalog #: 72402287; exp. Date: 11/23/2010; serial #: (B)(4); mfg date: 11/2005. Balloon catalog #: 72402106; exp. Date: 3/09/2009; serial# (B)(4); mfg date: 3/2004.